Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2014-02957 pertains to the first resolution clip device, manufacturer report # 3005099803-2014-02958 pertains to the second resolution clip device, and manufacturer report # 3005099803-2014-02959 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the physician advanced the clip into the biopsy valve, the over sheath twisted resulting in difficulty releasing the clip out of the catheter. "When retrieving the clip, there was no deployment or the clip cut in half." It is unknown whether the clip was able to deploy correctly. The same issue occurred with the second and third resolution clip devices. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Reported issue of clip difficult to release from catheter. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the clip was fully deployed and not returned. There was no damage noted on the over sheath. Based on the evaluation of the returned device, the reported failures could not be confirmed. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2014-02957 pertains to the first resolution clip device, manufacturer report # 3005099803-2014-02958 pertains to the second resolution clip device, and manufacturer report # 3005099803-2014-02959 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the physician advanced the clip into the biopsy valve, the over sheath twisted resulting in difficulty releasing the clip out of the catheter. "When retrieving the clip, there was no deployment or the clip cut in half." It is unknown whether the clip was able to deploy correctly. The same issue occurred with the second and third resolution clip devices. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.